Manufacturer narrative:
Investigation summary: received a needle-grip assembly within to a piece of cardboard, a needle shield, a washer and a piece of top web (packaging) from lot number 8087800. Device/batch history record review findings: ¿ the lot was manufactured on nexiva line 1 from 29mar18 through 4apr18. ¿ all challenges were successful. Set-up and in process samples including (but not limited to) machine caused damaged were performed at various stages during the manufacturing process and all passed per specification. Visual / microscopic evaluation: observed the received cannula did not have a bump (not acceptable) this condition triggered the cannula to come out of the washer releasing the grip leaving the needle exposed (safety activation failure) root cause: relationship of device to the reported incident is manufacturing. Comment: the lot number associated with this incident is under global qn 200755699 for safety shield activation failure. The root cause and corrective actions are currently being investigated by the correspondent team. This incident is currently being investigated through a voluntary recall including field action: mps-18-1293- fa. Corrective action project / CAPA (#505083): this is an issue with the safety feature of the device. Although occurrence is low and all reported incidents thus far have limited severity (contaminated needle stick injury with no known blood borne pathogen), there is the potential for higher severity end user effects. A CAPA project has been opened to address this incident. CAPA 505083 problem statement: the tip shield did not properly capture the tip of some nexiva 18ga needle between the v-clip and washer. Instead, due to the failure mode of bump out of specification (small or missing), the needle pulled through the washer and allowed the gray tip shield to disconnect from the needle assembly.

Event description:
It was reported that after use, the safety mechanism on a bd nexiva¿ closed IV catheter system fell off. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use, the safety mechanism on a bd nexiva¿ closed IV catheter system fell off. There was no report of exposure, injury or medical intervention.